Event description:
Customer's mother called to report the insulin pump had unresponsive buttons after it was dropped on the floor. Blood glucose reading was 190 mg/dl. The insulin pump did not alarm or display any messages. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked joint connector at lcd board. The device was received with cracked case at display window corners, display window and battery tube threads. The device had minor scratched display window and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.